Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the same day as an atrial lead revision, the new ra lead exhibited high impedance and undersensing on stored egm. It was also noted that the right ventricular (rv) lead exhibited high impedance and oversensing on stored electrograms (egm). The issues noted on the ra and rv lead were thought to be linked to the replacement procedure. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.